Manufacturer narrative:
The customer reported that the system had low power. The customer has been contacted for additional information; however, no further information has been received. The company representative examined the system and was able to replicate the reported event. The company representative calibrated the system. The system was then tested and met all product specifications. The system was manufactured on november 4, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to calibration issues (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported low laser power during a laser procedure. Additional information has been requested, but none has been received to date.